Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a button error and the time clock would not advance and was frozen. The customer's blood glucose level was 9.6 mmol/l at the time of the incident. It was reported that all buttons were working fine. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive up buttons due to corroded keypad traces.